Event description:
On (B)(6) 2020, the reporter contacted lifescan (lfs) (B)(4), alleging that a onetouch verio vue meter read inaccurately high. The complaint was classified based on the customer care agent (cca) documentation. The reporter stated that at an unspecified time on (B)(6) 2020, the subject meter was used to perform a blood glucose test on a patient and a result ¿higher¿ than expected was obtained (exact result not reported). The patient manages their diabetes with metformin medication. In response to the elevated result, the reporter claimed ¿excessive insulin¿ was injected to the patient by the doctor. The reporter claimed that on (B)(6) 2020, after the insulin was administered, the patient developed ¿hypoglycemia¿ and became ¿comatose.¿ the reporter claimed the patient was immediately treated with glucose by the doctor. No other device was used for testing. During troubleshooting, the cca confirmed the unit of measure was set correctly on the subject meter. The cca noted the test strips were stored correct and were not expired or opened past their discard date. The cca walked the reporter through a control solution test and the result fell outside the specified control solution range. Replacement product was provided. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury adverse event after being administered insulin based on an alleged inaccurate high result obtained with the subject meter.